Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
The customer reported that the touchscreen did not calibrate. The field service engineer (fse) confirmed the failure. The (fse) replaced the touch screen and the issue was resolved. The unit was tested and it returned to service. The unit was not in use, and there was no patient or user harm reported.